Manufacturer narrative:
(B)(4). Device evaluation: the sample was evaluated by baxter manufacturing against the reported condition of "backflow at the fill port". The backflow was confirmed due to a tiny glass fragment found under the check-band. No other observation was noted. This is a single use device and will not be repaired. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the sample evaluation for this sample performed by baxter manufacturing, a back-flow was noted at the fillport during fill. This was not reported by the customer, however, presents a breach in the sterile fluid path. There is no patient involvement as this was observed during service/testing. No additional information is available.